Manufacturer narrative:
Product summary analysis: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was easily placed using the packaged stylet. Once the lead was in its final position the physician did not like the appearance of the lead slack he had left so he retracted the screw normally and exchanged stylets to reposition the lead. The screw mechanism worked normally. However, once the initial stylet came out, he was unable to pass any further stylets down the lead. The stylets kept getting stuck just a inch or two down the proximal portion of the lead. The lead was removed and another lead was easily placed without difficulty. No further patient complications have been reported as a result of this event.